Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was found that the left-ventricular (lv) had no capture and was dislodged which was confirmed via x-ray imaging. As a resolution the lv lead was capped and replaced by two epicardial leads on (B)(6) 2025. The patient condition was stable.